Manufacturer narrative:
H3 the product analysis result indicates that the tube was bent at almost 180 degrees when received which can contribute to the alleged failure however it could not be determined if it was in this condition prior to shipment, or for shipment purposes. Visually, there were scratches on the electrode contacts which indicate handling. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red: 21 ohms at the proximal end of the contact and erratic readings up to the mohm range at the distal end. Red: [w/white band] 38 ohms at the proximal end of the contact and erratic readings up to the kohm range at the distal end, blue: erratic readings between 100 ohms and 200 ohms across the entire contact. Blue: [w/white band] 30 ohms at the proximal end of the contact and erratic readings between 200 ohms and 300 ohms at the distal end. When viewed under magnification, there were micro-cracks in the electrode contacts which would have resulted in the reported event. Per the xvi a continuity test is performed prior to final packaging. The readings at the proximal end of the electrode contacts are likely an indication that they were in specification at some point. The information most likely indicates the tube was manipulated in conflict with the product information and instructions. The product information and instructions and user manual provides contraindications and warnings that identify reasons why a user may experience reduced or eliminated emg responses to direct or passive neural stimulation such as; do not excessively bend or flex the electrodes or the electrical integrity may be compromised. Check electrode integrity after insertion. H6: additional information suggest that fdm 4114 , fdr 3221 and fdc 67 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tube could not be used well during a thyroid gland procedure. The patient was alive with no injury.